Event description:
The maude report received stated: after the use of equipment for 3-5 minutes, the jaws of the device would not come apart. Unable to disengage the blade. Additional questions have been asked to the customer. To date, no additional information has been obtained.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.